Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an e alarm. The customer also reported that the meter was not connecting to the insulin pump. The customer's blood glucose was 140 mg/dl at the time of incident. The customer stated that the alarm was cleared with esc and act button. The customer performed self-test and the insulin pump passed. The insulin pump will not be returned for analysis.